Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: during use of the product the distal part of the shaver get broken (pieces recovered from patient). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be blade comes contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break.

Event description:
It was reported that the shaver blade broke at the distal end during surgery. All pieces were retrieved successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the shaver blade broke at the distal end during surgery. All pieces were retrieved successfully.